Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system crashing intermittently was unconfirmed. The scanner ran for 24 hours powered on and never crashed during the test. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. H3 other text : evaluation findings are in section h.11.

Event description:
Per tm - the unit crashes intermittently.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed one other similar product complaint(s) from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluations for this serial number (B)(4) are: inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2020-01182).

Event description:
Per tm - the unit crashes intermittently.